Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had interacted with the pump. The customer's blood glucose level was not impacted. Although requested by tandem technical support, the customer declined to troubleshoot the reported issue.